Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed or replicated during testing.. Physical inspection noted the device to be in fair condition. The infusing medication could not be identified, the customer did not provide the incident pcu, logs or dataset for this investigation. Concentricity inspection found the pumping segment of the returned administration set to be in specification. Review of the pump module error log showed no recent errors or malfunctions. Analysis of the pump module showed the most recent infusion was programmed on (B)(6) 2019 at 10:49 am. The log records an infusion programmed at a rate of 120ml/hr vtbi 120ml. The infusion completes after approximately 1 hour. The pump transitions into kvo. Inspection of the pumping mechanism found no irregularities. . Rate accuracy testing found the device delivering fluid within specification. The root cause of the customer¿s report was not identified.

Event description:
It was reported that there was over infusion of norepinephrine however later reported by biomed stated it was a near miss. Although requested there was no additional event detail provided at the time. Medication bag arrived with tubing with medication label : norepinephrine (250ml) 16mg/250 titrate to keep map at 65.medication titrate at 5 mcg/min.; 1mcg/min. Every 5 min. Decrease by 1 mcg/min. Every 10mins wean per patient response.

Manufacturer narrative:
Concomitant medical product: orange cap on second smart site; alcohol cap on male luer. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was over infusion of norepinephrine however later reported by biomed stated it was a near miss. Although requested there was no additional event detail provided at the time. Medication bag arrived with tubing; medication label : norepinephrine (250ml) 16mg/250 titrate to keep map at 65. Medication titrate at 5 mcg/min.; 1mcg/min. Every 5 min. Decrease by 1 mcg/min. Every 10-mins wean per patient response.